Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir display was showing incomplete numbers. The stripes in the display were missing, so wrong numbers were showing. The humapen memoir is associated with product complaint (B)(4)/ lot 1006c01. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided. Edit (B)(6) 2011: upon internal review, corrected patient country from (B)(6) to (B)(6).

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6)-2011, it was reported that the patient's humapen memoir display was showing incomplete numbers. The stripes in the display were missing, so wrong numbers were showing. The humapen memoir is associated with product complaint (B)(4). The user and the user's training status were not provided. The duration of use was not provided. The pen was not returned. Edit (B)(4)-2011: upon internal review, corrected patient country from (B)(6) to (B)(6). Update (B)(6) 2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summary.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Evaluation summary the caller stated that numbers shown in the humapen memoir display were incomplete. The actual complaint device (lot 1006c01, manufactured june 2010) was not returned for investigation, therefore no root cause or corrective action could be determined. However the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.